Event description:
It was reported that the external pulse generator's (epg) keypad was worn and the lower display was missing segments. The epg was returned for service. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Display is missing segments and keyboard is worn out. Upper and lower cases, one side bail cover, and battery drawer are broken. One side bail cover is contaminated. One side bail is missing. Main printed circuit board is out of electrical specification.